Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause and treatment for the peritonitis were not reported. The outcome of this peritonitis event was also not reported. At the time of the report, peritoneal dialysis had been discontinued. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.